Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set ripped out early this morning while she was asleep. Reportedly, the blood glucose was 600mg/dl. No further information available.